Event description:
During an atrial fibrillation ablation, a farawave pulsed field ablation catheter was selected for use. The flush port for the proximal end of the catheter flushed appropriately on the back table and flushed appropriately when connected to the pressure bag. When the catheter was removed from the body due to spline inversion, and before re-entering the sheath/body, it was noticed that the catheter could no longer flush at the proximal end. It was confirmed the pressure bag was pressurized and still had fluid. The catheter was disconnected, and attempts were made to flush with a syringe but was unsuccessful. The catheter was replaced, and the procedure was completed without patient complications. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no abnormalities. A test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. No issues were noted with the state of the catheter splines in any configuration. Flushing through the irrigation line was tested using a syringe, and flushing was functional in all configurations. The reported events were not confirmed via analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a farawave pulsed field ablation catheter was selected for use. The flush port for the proximal end of the catheter flushed appropriately on the back table and flushed appropriately when connected to the pressure bag. When the catheter was removed from the body due to spline inversion, and before re-entering the sheath/body, it was noticed that the catheter could no longer flush at the proximal end. It was confirmed the pressure bag was pressurized and still had fluid. The catheter was disconnected, and attempts were made to flush with a syringe but was unsuccessful. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.